Event description:
Pt presented on (B)(6)2010, for left heart catheterization. While attempting difficult access to rfa it was noted that wire tip sheared off. Surgeon documented, during the cardiac catheterization, attempted to gain access from the rfa approach. Guide wire exchanges were made including a guidewire exchange with a glide wire..attempt was made to withdraw glide wire through needle and the distal tip was dislodged and separated..." Unable to retrieve by normal methods resulting in surgical intervention (arterial catheterization) per vascular surgeon and admission to hospital for close observation. Dates of use: (B)(6)2010. Diagnosis or reason for use: left cardiac catheterization. (B)(4).